Manufacturer narrative:
.

Event description:
A report was received that the patient had pain, some erythema and eschar around the ipg site. The patient was prescribed antibiotics for prevention of infection. The patient underwent removal of some extra eschar tissue around incision. It was believed that the erythema and eschar was related to the procedure. The patient was reportedly doing well.

Event description:
A report was received that the patient was having procedure-related erythema and eschar around his ipg. The physician took off extra eschar tissue around the incision and prescribed the patient with antibiotics. The patient said that the pain was better and the incision was healing.